Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The one way valve and insertion kit were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, after insertion, the physician found the balloon would not completely inflate and that the membrane did not completely unfold. The iab was removed and replaced. The was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, after insertion, the physician found the balloon would not completely inflate and that the membrane did not completely unfold. The iab was removed and replaced. The was no injury or harm to the patient.